Manufacturer narrative:
Manufacturing evaluation: investigation: only 2 clips arrived in a deformed status: the 2 cartridges were missing. Visually, we found damage, quirks, and grooves. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most likely usage or maintenance related. Rationale: according to the quality standard and device history records (DHR) files a material defect and production error can be excluded. Investigations lead to the conclusion that the deformed clips were caused by improper handling or a maintenance error. There is the possibility of torsion during clip application and this could have led to deformed clips. According to the report from quality assurance (refer to (B)(4)), the necessary maintenance was not carried out. In addition, 2 opening dimensions on the clip guide of the instrument pl536r (applicator) are no longer according to our specifications. Therefore, there is the possibility that the clip could have been deformed during application.

Event description:
It was reported that there was an intraoperative issue with challenger clips. During an unspecified procedure, the clips were misfiring. The facility was concerned about a possible material defect or processing errors. Additional information was not provided, although it had been requested.